Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2007, the patient presented with pre-op diagnosis of herniated nucleus pulposus , degenerative joint disease. And underwent xlif l2-3/ anterior lumbar interbody fusion l2-3 with peak cage and rhbmp-2. Anterior lumbar segmental instrumentation l2-3 with invasive instrumentation. Per op note, after making the incision, a guide wire was placed into disk space. Annular tissues were then incised and radical discectomy done with endplate resection of cartilage material. A 12 mm device was then selected and filled with rhbmp-2 and tamped firmly into place so that it was resting on the bony endplates. The nuvasive pedicle screws rod system was then utilized with screws placed in l2 <(>&<)> l3 and this was locked to a rod. (B)(6) 2008, patient presented for general assessment of his xlif. (B)(6) 2008, the patient presented with pre-op diagnosis of : post laminectomy syndrome in lumbar ; 2. Chronic pain and underwent impl antation of intrathecal pump. (B)(6) 2008, the patient visited the facility. (B)(6) 2013, the patient presented for follow up and pre-op education. (B)(6) 2013, the patient presented with pre-op diagnosis of post laminectomy syndrome, lumbar chronic pain, failed intrathecal pump and underwent following procedure : removal of intrathecal pump, catheter and device. (B)(6) 2013 <(>&<)> (B)(6) 2013, the patient presented for removal of intrathecal pump. (B)(6) 2013, the patient presented for follow up . (B)(6) 2014, the patient presented with complaint of increased pain. He was injected with medicine. (B)(6) 2014, the patient presented for follow up and medicine refill. (B)(6) 2014, the patient presented for CT myelogram demonstrating junctional stenosis at l1-2. (B)(6) 2014, the patient presented with pre-op diagnosis of post laminectomy syndrome, lumbar spinal stenosis, herniated nucleus pulposus l1-2. The patient underwent procedure: 1. L1-2 bilat hemilaminectomy; 2. Right facetectomy, discectomy ; repair incidentaldurotomy; 4. L1-2 tlif with peek cage and dbm ; 5. Posterolateral fusion l1-2. Per op note, during the procedure, the surgeon made incision . Pedicle screws were placed in pedicles of l1 and l2 utilizing anatomic landmarks. Attention was now tuned to contralateral side. Radical discectomy was done with endplate preparation , surgeon were able to remove large amount of degenerative disk that was delaminated from the endplate. Endplates were prepared. An expanding cage was able to be expanded to 11mm, restoring anterior column support and the remaining of the disk space filled with dbm. Lordosed rods were placed on the screw heads and final tightening and torqueing done. The was decorticated and grafted with a combination of cancellous autograft and allograft. (B)(6) 2014 <(>&<)> (B)(6) 2014, the patient presented with back and leg pain. (B)(6) 2014, the patient presented for MRI brain after complaint of headache , double vision. (B)(6) 2014 <(>&<)> (B)(6) 2014, the patient presented for follow up after his lumbar surgery and underwent radiograph examination.